Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported the pump has "not really worked" and the patient has been in constant pain. It was also reported the patient fell 2 weeks prior to the report date and has had sharp pains in her back since. The drug being used in the pump was dilaudid (hydromorphone). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).